Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she felt a burning sensation at the insertion site, and when she checked it she saw the skin was red. When she removed the sensor patch there were blisters at the insertion site. She removed the sensor a day after inserting it because the irritation was too much to tolerate. She applied mupirocin antibiotic cream which was a prescription received from a previous doctor when she fell months before; she cleaned the area and covered it with gauze and medical tape. She also used cortisone steroid cream prescribed by the previous doctor. She later sought medical care for the insertion site skin reaction on (B)(6) 2019 and was prescribed antibiotic cephalexin 500 mg. At the time of contact, there were still some blisters and redness. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.